Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that sensor failure. On (b)96) 2024, it was reported that the patient experienced a sensor failure and over the past month, the patient had encountered 5 sensors that failed. Two of those cause her dka which resulted her in the hospital (first event documented in (B)(4). The patient couldn´t remember the exact dates when the sensors failed. On (B)(6) 2024, the patient woke up in her sleep due to hyperglycemia, her dexcom app did not alert because it failed. They patient took a bg reading which was high. The patient went to the hospital as she was feeling dizzy and her heart was racing and she was diagnosed with dka. While at the hospital the patient was treated with IV insulin. The patient was admitted to the hospital and she was expected to be discharged on (B)(6) 2024. At the time of the call the patient was still at the hospital. At the time of the follow up the patient was on vacation and discharged from the hospital. Performance data was reviewed. The allegation was confirmed due to the finding of a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2 additional information in h10 this is 2 of 2 similar events reported by the patient that occurred on two different dates. Related record: (B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.